Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 344mg/dl. It was stated that the customer was experiencing high glucose for one day. Troubleshooting was performed. It was stated that the customer had bent cannulas. The programming, time, and date were correct. It was stated that the customer changed her infusion set to solve the issue. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.